Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2012 and the mesh was implanted. Following the procedure, the patient experienced pain from the implantation of the mesh, as well as headaches. It was also reported that the patient seeks a medical treatment and is having the product removed in the coming months. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: he is experiencing extreme pain mainly on right side, although he had on (B)(6) 2011 a left inguinal hernia repair with plug & mesh and on (B)(6) 2012 right inguinal hernia repair: plug & mesh pain. He has swelling in surgery area that comes and goes; waking up covered with sweat, but no fever; not sleeping more than 3 hours, sharp pain wakes him up; sleeping 2-3 hours at a time though 24 hour period; eating very little as full stomach makes pain worse; has passed out from lack of sleep, his blood pressure was fine; has experienced extreme migraines for over a year and a half; after standing for longer than 1 ½ pain increases; tried hernia belts, truss, they hurt and push too hard on painful area; constipation lasting 5-6 days at a time despite using laxatives; these are just a few some of what he has dealt with since his surgery. He has seen 2 other surgeons, as his original surgeon kept telling him to "rest," been through nerve block injection therapy 2 times, with no relief. As far as "having the product removed in the coming months," this has been put on hold unless he has to, as my son is waiting for insurance, having lost his job two years ago do to all the above mentioned. I will send all doctor reports and my son will fill in your "ethicon authorization" form.